Event description:
Event description guidant received information that while using a guidewire during left ventricular lead placement, a pericardial effusion occurred. Consultation with an interventional cardiologist prompted a second attempt with the procedure. However, further staining was observed and the procedure was abandoned.